Event description:
During a lap chole(laparoscopic cholecystectomy), an atraumatic grasper tip broke while in use. All visible parts of the grasper were removed from the patient. Upon inspection from the scrub tech, she noticed a very small piece/bolt that might hold the jaws together might be missing from the grasper. We were unsure due to how small this piece/bolt might actually be. The surgical team and charge nurse were alerted to the situation. Csr was notified and one of their techs came up to inspect the instrument to see if they noticed a piece was missing. We were unable to determine for sure if an actual piece was missing from the grasper, but if one was, it would be so small that it would be untraceable. After discussion with staff and surgical team, an x-ray was not taken due to how small the piece is if there was a piece missing. FDA safety report ID# (B)(4).